Event description:
Information received from abbott patient device tracking indicates that this biocor valve was implanted in a male on (B)(6) 2017. Per family report, the patient died on (B)(6) 2017. The family provided no information other than the date of death. Attempts to gain additional information from the implanting physician/facility were unsuccessful. The relationship between the patient death and device is unknown.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from the family to abbott patient device tracking indicates that this biocor valve was implanted in a male on (B)(6) 2017. Per family report, the patient died on (B)(6) 2017. Attempts to gain additional information from the implanting physician/facility were unsuccessful. The relationship between the patient death and device is unknown.